Manufacturer narrative:
Device was returned for analysis. Evaluation of the device is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated and that it was too hot to hold. There was no user/patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the device heated up after a few minutes, there was no staff or patient impact. The device was discontinued due to heat; the procedure was completed with the reported product.

Manufacturer narrative:
The item has been returned for analysis. The analysis indicated that the customer complaint could not be confirmed. Temperature after 1 minute: t1 79 degree f, t2 82 degree f. The device has been successfully tested. If information is provided in the future, a supplemental report will be issued.